Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 20th july, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the oil leak occurred on the corner covers of the spring arm. We decided to report the issue in abundance of caution as oil falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard569420710c. Corrected d4 catalog # ard568333999/ard568350910. According to the information provided by getinge technician, the issue seemed to be a slight leak of the grease of the spring arm corner (most likely changed properties due to the cleaning agents used and their repeated use). The location was thoroughly cleaned and no further leak was detected. It was established that when the event occurred, the surgical light did not meet its specification due to oil leakage from powerled surgical light, which contributed to the event. Provided information does indicates that upon the event occurrence, the device was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never led to serious injury nor death. Comparing the number of involved devices to the install base, we conclude that the failure ratio is for the allegation of liquid leakage is low. As stated by the subject matter expert at the manufacturer¿s site, during the assembly of spring arms the supplier applies a creamed grease. Such creamed grease is turning into liquid only above 135°c. So, the black dripping liquid observed, therefore, cannot come from the spring arm itself but finds its origin elsewhere. The first likely cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manual. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.